Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. A cystoscopy was performed and it was noted that the cuff did not coapt the urethra adequately, leading to a surgical procedure. The existing cuff was removed and replaced. No additional patient complications were reported.

Manufacturer narrative:
Investigation summary: laboratory analysis could not confirm the reported clinical observations of urinary incontinence; however, a cuff anomaly that most likely occurred during implant was noted. This tear in the cuff with resulting fluid loss may have caused or contributed to the incontinence. Device history record (DHR) review: the DHR confirmed that the device met all material, assembly, and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this aus cuff was thoroughly analyzed. The cuff was visually inspected, microscopically examined, and leak tested. A tear with fluid loss was noted during leak test, the observed damage appears to be consistent with a sharp instrument likely during device implant. Inspection of the remainder of the device revealed no other damage. Labeling review: according to the aus instructions for use (IFU) it is stated that to avoid damage to the cuff, grasp the cuff with a tubing-shod hemostat. Based on the event description, it can be concluded that the user did not properly handle the device according to the IFU and operating room manual. The IFU lists urinary incontinence as a potential adverse event associated with implant of this device. Investigation conclusion: an overall evaluation conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. A cystoscopy was performed and it was noted that the cuff did not coapt the urethra adequately, leading to a surgical procedure. The existing cuff was removed and replaced. No additional patient complications were reported.